Event description:
The distributor contacted animas on (B)(4) 2012 alleging the ok, up arrow and down arrow keypad buttons were unresponsive. There was no reported adverse event associated with this complaint. No further information was available. This complaint is being reported because the allegation of unresponsive keypad buttons was not resolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013 - device evaluation: the battery cap has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be torn off over the up arrow and contrast buttons with the button contacts exposed. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, all the keypad buttons were normally responsive and functional. The keypad cover was removed for investigation and did not reveal any evidence of contamination or defect of the button contacts.